Event description:
Doctor reported event of "erosion". A surgery lap-band ap system removal took place to treat event. The event was resolved without sequelae.

Manufacturer narrative:
The product associated with this report will be returned. Allergan has not received the device back. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Erosion is surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."